Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to her scs ipg with the external devices. The patient stated her scs patient programmer gave a communication error and displayed the "ipg battery too low to turn on stimulation" message.